Manufacturer narrative:
Additional codes added to section h6 evaluation code method and result. Component code added. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that a 980 ventilator was unable to be turned on, had a burnt smell and batteries that couldn't be charged. The device was available for evaluation. The analysis of image confirmed the thermal damage of c10 and battery not charging is confirmed via reviewed video. The service personnel replaced the direct current (dc) -dc convertor pcba (printed circuit board assembly), batteries and breath delivery (bd) power controller pcba. It was observed from the image that c10 capacitor on dc-dc convertor pcba had thermal damage, while the images of bd (breathe delivery) power controller and battery were observed to have no damage. The thermal damage of c10 capacitor on the dc-dc board could result in a loss of ventilation. The schematics diagram reveals all the replaced components share the same 24v supply thus analysis could not determine a conclusion or failure cause as all parts replaced were common to the 24v supply. The cause of the event was isolated to a faulty c10 capacitor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service personnel evaluated the ventilator. It was noted that there were burn marks on the c10 capacitor on the direct current (dc) - dc board. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator was unable to be turned on, had a burnt smell and batteries that couldn't be charged. The ventilator was not in use on a patient at the time of the reported event.